Event description:
It was reported that during implant procedure, the epicardial lead snagged into some tissue while inserting through incision. The lead was withdrawn and screw on lead was bent back over on itself. The lead was explanted and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.